Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead had been oversensing atrial activity and the r wave measurement had decreased. The patient was brought into the clinic and it was discovered that the lead was dislodged. The physician stated that there was nothing wrong with the lead, but due to the patient's anatomy, there was not enough slack in the lead. The lead was explanted and replaced. The patient was fine post procedure.